Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels that ranged between 400 mg/dl and the low 500's (mg/dl); cause was unknown but may be related to pump or supplies. Customer addressed bg level by adjusting basal rate settings and administering a manual injection.